Event description:
Update 28-jan-2025: it was further reported as clarification that the tightrope threads above the button were not pulled through each other. The loop was on the left side and the two threads on the right were not pulled through the loop. The customer further confirmation that the reported device was discarded.

Manufacturer narrative:
Additional information: b5, g3.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that the sutures were not threaded in correctly into the loop, so the thread/button did not hold. It was noticed after an x-ray was taken that the sutures did not hold and therefore on the (B)(6) 2025 an additional surgery was performed where the surgeon added an additional tightrope for fixation.